Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and removed debris from rear of wbc (white blood cell) apertures and wbc bath for problems with the low wbc result. (B)(4).

Event description:
Customer reported erroneous cbc (complete blood count) test results were generated for a single patient sample when using the coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to results from the same sample rerun on the same instrument. The rerun test results were considered correct. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The erroneous test results were reported out of the laboratory, however, there was no report of affect to patient treatment. There was no death or injury associated with this event.